Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for stopper damage/disfigured due to unknown lot number. This is a mds product, risks, hazards and harms are captured under the umbrella of risk management document (B)(4). Investigation summary: customer returned (1) loose 1cc safetyglide insulin syringe. Customer states that the piston was deformed. The returned syringe was examined and exhibited a deformed stopper. Manufacturing (B)(4) will be notified of this issue. Unable to perform DHR check for stopper damage/disfigured due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), "on 16jun2020, (B)(4) received (1) photo of a 1.0ml 29ga x 1/2in safety glide syringe from material 305930, batch unknown. Visual inspection of the samples found the leading edge of the stopper deformed within the barrel. There was no other visual damage to the syringe noted process summary: the function of the metro assembly machine is to assemble the syringe. Printed barrels are fed via a vibratory feeding system into the prep dial. Compressed air passes through the inner barrel to remove any foreign matter that may be present. Next the barrel passes under the silicone dispensing system. Once the inside of the barrel is lubricated, the barrels are transferred to the main assembly dial via a vibratory rail. Next, the plungers and stoppers are transported by a vibratory feeding system into a dial that mechanically assembles them by pressing the plunger to the stopper. Then the plunger/stopper and barrel are fed into the main assembly dial. The needle assembly is also transferred to the main assembly dial by a vibratory feeding system. At this point all components are within the main assembly dial and the process of assembly begins. The barrel and the stopper/plunger are mated together by the process of a mechanical cam, and the needle assembly is snapped onto the barrel by an air-assisted cam. After the main assembly dial, parts enter an inspection dial where the camera will be located. An eject station is located after the camera used to remove the defective components. Once all components are assembled, they are transferred to the next operation. DHR, l2l dispatches, logbook entries could not be looked at, as no lot number was provided. Root cause for this defect cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 1.0ml 29ga 1/2in bls 400 sg piston was deformed. This was discovered before use. The following information was provided by the initial reporter: the piston deformed.